Manufacturer narrative:
Updated information: it was discovered on september 8, 2020 that the initial and follow-up 01 emdr for this issue was submitted under the correct suspect medical device but incorrect manufacturer name, city and state. MDR number 3016438761-2020-00212 has been submitted for the correct manufacturing site and all further information will be documented under that MDR number. The abbott field service representative (fsr) observed that the 1 ml syringes were dirty. The fsr replaced the 1 ml syringes then checked the instrument precision with good results. No discrepant results were reported on serial (B)(6) since the service activity was completed. A review of instrument service history revealed no additional erratic or discrepant results nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not reveal any trends for the architect c4000, c8000, and the c16000 systems or the 1 ml syringes. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the 1 ml syringe or the architect c16000 system, serial (B)(6) was identified.

Manufacturer narrative:
The abbott field service representative (fsr) observed that the 1 ml syringes were dirty. The fsr replaced the 1 ml syringes then checked the instrument precision with good results. No discrepant results were reported on serial (B)(6) since the service activity was completed. A review of instrument service history revealed no additional erratic or discrepant results nor did it identify any service or complaint issues that may have contributed to this issue. Return testing was not completed as returns were not available. A review of tracking and trending did not reveal any trends for the architect c4000, c8000, and the c16000 systems or the 1 ml syringes. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the investigation no systemic issue or deficiency of the 1 ml syringe or the architect c16000 system, serial: (B)(6) was identified.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated potassium results processed on the architect c16000 system for one patient. The results provided were: unknown sid: initial 8.99 mmol/l, repeated 3.9 mmol/l; (reference range 3.5 to 5.1 mmol/l). No impact to patient management was reported.